Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently under investigation at our laboratory in (B)(4). A f/u report will be provided when the examination results become available.